Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant estradiol result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant immulite 2500 estradiol (e2) result was obtained on a patient sample. The result was reported to the physician. The patient was treated based on the discordant low estradiol result. Upon retest the corrected result was reported to the physician. There were no reports of adverse health consequences due to the discordant low estradiol result.